Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-01155. It was reported, the pt experienced painful heating at his ipg site while charging. He was advised by his physician to charge for 20 minutes at a time, then take breaks of at least an hr between charging sessions; which did help. A new le charger was sent to the pt to address the issue.

Manufacturer narrative:
Correction: 1627487-12192011-003-r. This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.